Event description:
Info rec'd indicates the left foot siderail is not latching consistently.

Manufacturer narrative:
The technician found the siderail latching assembly was full of blood and gummed up. He cleaned and disinfected the siderail latch assembly to repair the bed.